Event description:
It was reported an alarm was heard with telemetry not yet performed. On (B)(6) 2013, the pump was turned off at the doctor¿s office. It had been alarming since then and it wasn¿t until this morning that it was noticed it was coming from her. The pump beeped every 5-10 minutes. The patient had a refill on (B)(6) 2013 and before she left the clinic, she started to feel funny and disoriented. Paramedics were called as her sugar was too low. The patient had been having issues for the past year before she relocated in (B)(6), due to a cyst in the patient¿s spine. At the end of (B)(6), the patient had a CT scan and x-ray which showed the catheter was no longer in the spine. The pump had been titrated down and the patient was having a revision/replacement on (B)(6) 2013. The pump was not filled again and it was off for too long. The pump was originally being used to deliver hydromorphone. The next day it was reported the catheter was dislodged. It was assumed the catheter migrated out of the intrathecal space and went subcutaneous. The patient had already gone to the emergency room once and the doctor was trying to limit the amount of necessary visits. The plan was to replace both the catheter and the pump. The pump was programmed to stopped pump mode around (B)(6) 2013. It was reported the pump was currently being used to deliver morphine.

Event description:
Additional information: the tube set alarm was activated.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8 731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)